Manufacturer narrative:
Add'l info.

Event description:
This report is one of two complaints that pertain to the same event (MFR. Report # 3005099803-2015-01457 and MFR. Report # 3005099803-2015-01458). It was reported to boston scientific corporation that an advanix pancreatic stent was used in a stent placement procedure performed in the pancreas of a patient, on (B)(6) 2015, as part of the e7089 short-term pancreatic stenting clinical trial. An intraprocedural pancreatogram was recorded before stent placement. The anatomy of the pancreatic duct is categorized as other, noting irregular side branches within a mild dilated pancreatic duct in the head with a decrease in caliber out towards the tail, though there were regular side branches. A prior biliary and pancreatic sphincterotomy had not been performed. A prior pancreatic stent was not removed at the time of the procedure. A biliary sphincterotomy was performed during the stent placement procedure, it was not an extension of a prior sphincterotomy, and it was performed with a sphincterotome without a needle knife and was completed before stent placement. A pancreatic sphincterotomy was performed without pancreatic duct dilation during the stent placement procedure. A biliary stent was not placed during the study stent placement procedure. During the study stent placement procedure, an eswl of pancreatic stones and balloon sweep were conducted. The stent was not placed for management of pain prior to eswl, however, the stent was placed to drain the pancreatic duct after eswl. The date of eswl was (B)(6) 2015 during which complete pulverization was reached. The stent was not placed to manage pain during the pre-operative period. Contrast was injected into the pancreatic duct as deep as the entire length of the main pancreatic duct into the tail of the pancreas. The intended duration of indwell for the plastic stent was over 8 weeks. On (B)(6) 2015, during the study stent placement procedure three stents were opened to be used for the procedure. The first device was attempted to be placed, but was not implanted. The overall ease of placement was rated as poor and stent pushability was very poor. During deployment the stent kinked and the end of the stent accordianed. The stent was not placed in a satisfactory manner and had to be removed by the physician using a snare. The device was discarded on site. The second device was implanted in a satisfactory manner. The overall ease of placement was rated as good, stent pushability was good, and ability to visualize fluoroscopically was very good. The intended duration for this stent is 4-6 months. The third device was implanted in a satisfactory manner. The overall ease of placement was rated as average, and stent pushability was rated as poor. During deployment the stent kinked and the pigtail portion of the stent accordianed. The stent was implanted in the patient and the intended duration for this stent is 4-6 months. There were no adverse events or patient complications reported as a result of this procedure. Updated ctsenr received from (B)(6), bsc clinical on (B)(6) 2015 states that the pigtail portion of the stent was not accordion.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR. Report # 3005099803-2015-01457 and MFR. Report # 3005099803-2015-01458). It was reported to boston scientific corporation that an advanix pancreatic stent was used in a stent placement procedure performed in the pancreas of a patient, on (B)(6) 2015, as part of the e7089 short-term pancreatic stenting clinical trial. An intraprocedural pancreatogram was recorded before stent placement. The anatomy of the pancreatic duct is categorized as other, noting irregular side branches within a mild dilated pancreatic duct in the head with a decrease in caliber out towards the tail, though there were regular side branches. A prior biliary and pancreatic sphincterotomy had not been performed. A prior pancreatic stent was not removed at the time of the procedure. A biliary sphincterotomy was performed during the stent placement procedure, it was not an extension of a prior sphincterotomy, and it was performed with a sphinctertome without a needle knife and was completed before stent placement. A pancreatic sphincterotomy was performed without pancreatic duct dilation during the stent placement procedure. A biliary stent was not placed during the study stent placement procedure. During the study stent placement procedure, an eswl of pancreatic stones and balloon sweep were conducted. The stent was not placed for management of pain prior to eswl, however, the stent was placed to drain the pancreatic duct after eswl. The date of eswl was (B)(6) 2015 during which complete pulverization was reached. The stent was not placed to manage pain during the pre-operative period. Contrast was injected into the pancreatic duct as deep as the entire length of the main pancreatic duct into the tail of the pancreas. The intended duration of indwell for the plastic stent was over 8 weeks. On (B)(6) 2015, during the study stent placement procedure three stents were opened to be used for the procedure. The first device was attempted to be placed, but was not implanted. The overall ease of placement was rated as poor and stent pushability was very poor. During deployment the stent kinked and the end of the stent accordioned. The stent was not placed in a satisfactory manner and had to be removed by the physician using a snare. The device was discarded on site. The second device was implanted in a satisfactory manner. The overall ease of placement was rated as good, stent pushability was good, and ability to visualize fluoroscopically was very good. The intended duration for this stent is 4-6 months. The third device was implanted in a satisfactory manner. The overall ease of placement was rated as average, and stent pushability was rated as poor. During deployment the stent kinked and the pigtail portion of the stent accordioned. The stent was implanted in the patient and the intended duration for this stent is 4-6 months. There were no adverse events or patient complications reported as a result of this procedure.

Manufacturer narrative:
(B)(4) stent kinked. Study (B)(4) short term pancreatic stenting clinical trial. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.